Manufacturer narrative:
Further investigation results:with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30029504 not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of jul 2018 through jun 2020, were noted 2 outliers (sep-2018 and apr-2019). An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found a primary packaging operator involved in more than one occasion in this process, however the person was trained in the corresponding procedure. Also, it was found a sealer and a sterilizer involved in more than one occasion on those processes, however, calibrations, maintenance and the validation processes of these equipment involved, were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported " lymphedema around breast implants and developed a very serious infection that caused sepsis and was in hospital for 10 weeks." Patient additionally reported "got sick and it took months to recover, stroke, required dialysis, had seizures, decreased ability to hear, had issues not seeing very well with peripheral vision, and speech was affected and required therapy;" these events are not device related. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphedema and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿lymphedema around breast implants¿ and ¿very serious infection".

Event description:
Patient reported " lymphedema around breast implants and developed a very serious infection that caused sepsis and was in hospital for 10 weeks." Patient additionally reported "got sick and it took months to recover, stroke, required dialysis, had seizures, decreased ability to hear, had issues not seeing very well with peripheral vision, and speech was affected and required therapy;" these events are not device related. Device has been explanted. This record is for the right side.